Manufacturer narrative:
B3. Date of event: exact event date is unknown. The date in the article was used. Citation: akgul, b., tozsin, a., aydin, a., tokas, t., otero, j.r., ortner, g., netsch, c., herrmann, t., rassweiler, j., ahmed, k., guven, s., (2025). Retreatment rates of minimally invasive surgical therapies for benign prostatic hyperplasia: a systematic review. 40th annual eau congress, s;87, (s 1)1. The devices are not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no reported patient symptom or device performance allegation. A risk review performed for the rezum device confirmed that the event of additional surgery is a known event defined in the product risk management documentation. Based on the information available, a conclusion code of no problem detected was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in 40th annual eau congress journal that a prospective study was conducted in order to systematically compare the retreatment rates of various minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph) in order to evaluate their long-term efficacy and durability. As the research method, medline, embase, and the cochrane library were searched up to october 2024, and 109 articles were extracted according to prisma guidelines. Of these, 57 articles reporting retreatment rates after mists in bph patients were included. The evaluation items were the retreatment rate and treatment failure rate for each therapy, and information on procedure details, follow-up period, criteria, and outcomes was extracted, with risk of bias also assessed. The products used included urolift, aquablation, rezum (boston scientific), temporarily implantable nitinol device (itind), optilume bph catheter system, prostatic artery embolization (pae), transurethral needle ablation (tuna), and transurethral microwave ablation (tumt). As a result, rezum showed a retreatment rate of 1.6 percent at one year, 8 percent at two years, and 4.4 percent at five years. There were no specific rates or events reported other than retreatment rates. In conclusion, optilume, aquablation, and rezum were suggested to be the most durable and effective treatment options among mists for bph, with the lowest retreatment rates.

Manufacturer narrative:
B3. Date of event: exact event date is unknown. The date in the article was used. Citation: akgul, b., tozsin, a., aydin, a., tokas, t., otero, j.r., ortner, g., netsch, c., herrmann, t., rassweiler, j., ahmed, k., guven, s., (2025). Retreatment rates of minimally invasive surgical therapies for benign prostatic hyperplasia: a systematic review. 40th annual eau congress, s;87, (s 1)1. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with use of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific via an article published in 40th annual eau congress journal that a prospective study was conducted in order to systematically compare the retreatment rates of various minimally invasive surgical therapies (mists) for benign prostatic hyperplasia (bph) in order to evaluate their long-term efficacy and durability. As the research method, medline, embase, and the cochrane library were searched up to october 2024, and 109 articles were extracted according to prisma guidelines. Of these, 57 articles reporting retreatment rates after mists in bph patients were included. The evaluation items were the retreatment rate and treatment failure rate for each therapy, and information on procedure details, follow-up period, criteria, and outcomes was extracted, with risk of bias also assessed. The products used included urolift, aquablation, rezum (boston scientific), temporarily implantable nitinol device (itind), optilume bph catheter system, prostatic artery embolization (pae), transurethral needle ablation (tuna), and transurethral microwave ablation (tumt). As a result, rezum showed a retreatment rate of 1.6 percent at one year, 8 percent at two years, and 4.4 percent at five years. There were no specific rates or events reported other than retreatment rates. In conclusion, optilume, aquablation, and rezum were suggested to be the most durable and effective treatment options among mists for bph, with the lowest retreatment rates.